Event description:
It was reported that the customer was hospitalized due to a heart attack. The customer's spouse also stated that the customer had some high blood glucose. The spouse stated that he does not have the insulin pump available to troubleshoot at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.